Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic installation of catheter in a filtration, when the patient changed position they noticed that the dressing became wet and there was a leak. They still continued with the therapy for several days because of filtration reasons. They tested the catheter and they certified that there was a fissure approximately 1 cm after the second cuff near the radiopaque line. They scheduled for another laparoscopic procedure to remove the catheter, and install a new one to resolve the case.